Event description:
It was reported that balloon rupture occurred.   Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a non-bsc guide wire was advanced to the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 6 atmospheres. The device was completely removed from the patient. The procedure was completed with a 5mmx4cm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).